Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the log file showed the control module power was not ok. The 'pdu fan tray and dcps' (psu-1) were malfunctioning. Upon troubleshooting, fse found that electricity was being supplied to the hospital breaker and that the power supply unit in the main cabinet had cut off the power. To resolve the issue, fse replaced the unit supplying 24vdc in the power supply unit. The defective du fan tray was returned to philips for failure analysis which showed that psu01 and psu02 were defective, and the root cause was 24v (supply caused by component). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.